Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the hc return instrument test/evaluation (rite) functional test. The earth leakage failure was confirmed in rite testing. The assignable cause for the rite failure of earth leakage failure was determined to be caused by a defective power entry module. Baxter will continue to monitor similar reports to determine if further actions are required.